Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of aortic insufficiency (ai), kidney failure, and frailty could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. In the IFU, section 5 ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. In section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including renal dysfunction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was frailty, increased aortic insufficiency until severe grade, and progressive kidney failure. The death was not considered to be device related and the device reportedly operated as expected. An autopsy was not performed and the device was not explanted.